Manufacturer narrative:
Additional info: optical examination of returned metal fragment. The shape of the fragment appears to suggest the set screw thread crest has been sheared from the implant during assembly.\ conclusion: the above observations are consistent set screw misalignment during assembly.

Event description:
It was reported that the patient underwent a posterior spinal fixation at l3-4 to treat spinal canal stenosis. It was reported that the set screw thread sheared off during insertion into the bone screw. The thread fragments were removed from the patient. The set screw was used for locking the rod at the final tightening stage. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.